Event description:
Procedure: unk. Reportedly, the pt sustained a small burn near the return electrode pad site. The facility was contacted and stated the size and exact location of the burn is unk. As well, the add'l devices being used for the procedure (return electrode & active electrode) were not revealed by the reporting person at the facility. Therefore, the alleged role of the generator reported in this event is not known.